Event description:
It was reported by the affiliate that the (3) ems were used during an unknown procedure. The surgeon stated that the problem was the staples were jamming in the barrel and that the staples that did come out were not closing properly. It is unknown how the case was completed. There was no pt consequence.